Manufacturer narrative:
A philips field service engineer (fse) went to the customer site, and confirmed that the speaker would not produce sound. The fse determined that the speaker needed to be replaced; therefore, the fse replaced the speaker. Based on the information available and the testing conducted, the cause of the reported problem was a defective speaker. The reported problem was confirmed. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. D4: product UDI - the manufacturing date for the reported device is prior to 24sept2016, therefore no UDI. E1: (B)(6).

Event description:
Philips received a complaint on an intellivue multi measurement server x2 indicating that the device had a speaker error, and the speaker would not produce sound. The device was not in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.